Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On (B)(6), 2023, the patient experienced inaccurate cgm values which occurred several days after the sensor was inserted in the abdomen. The patient was admitted to the hospital for dialysis on (B)(6), 2023. When his glucose values were checked on (B)(6), 2023 the cgm and bg were ¿way off.¿ the patient stated that he could not remember the exact initial inaccurate values. At some unknown later time, the cgm was reading 54 mg/dl and the blood glucose reading was 186 mg/dl. Another set of values was cgm 124 mg/dl and the blood glucose 266 mg/dl. It is unclear when these values were taken and whether either set was before or after treatment. No symptoms were reported related to hyperglycemia. He was treated with insulin and stayed in the hospital because of dialysis and hyperglycemia. He was discharged on (B)(6), 2023. At the time of follow up he was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.